Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation uncovered a faulty fuse, a failure of the lamp to illuminate, and a failure of the fan to rotate. Additional information has been requested regarding this event. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the lamp does not light on the halogen light source, and a popping sound occurred. There were no reports of patient harm associated with this event.

Event description:
Additional information was received from the initial reporter which confirmed the reported event (lamp does not light and pop sound) occurred when starting the device before use of a diagnostic procedure. The device did not have a prior inspection.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to b3, b5, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the lamp did not work after a pop sound due to a broken temperature fuse. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.